Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh and an unspecified bard/davol composix (device #1) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against only the bard/davol composix (device #1). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Attorney alleges unspecified injuries.